Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the up arrow button. The keypad buttons were found to be responding appropriately to button presses. The keypad was removed and found contamination under the contrast and down button contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 and stated the up and down arrow keypad buttons were intermittently unresponsive. The reporter denied damage to the keypad and noted moisture behind the display screen. The patient reportedly wore the pump exterior to a garment and did not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.